Manufacturer narrative:
Distal radius fractures: minimally invasive plate osteosynthesis with dorsal bicolumnar locking plates fixation: indian journal of orthopaedics, volume 51, pages 93-98. This report is for an unknown locking compression plate (unknown quantity/unknown lot). (B)(4). (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: chen (2017). Distal radius fractures: minimally invasive plate osteosynthesis with dorsal bicolumnar locking plates fixation: indian journal of orthopaedics, volume 51, pages 93-98. This was retrospective review of a study performed between september 2008 ¿ december 2010. The purpose of the study was to evaluate the feasibility of the minimally invasive plate osteosynthesis (mipo) technique using a modified dorsal approach for the treatment of distal fractures. The initial study population consisted of 30 patients. About 24 out of the 30 patients, 8 men and 16 women were included in this evaluation as they were available for follow up at least one year postoperatively. The mean age was 53 years (range 18-85 years). The mechanism of injury was simple ground fall, fall from more than standing height, traffic collision and work-related. The fracture was treated operatively with dorsal locking plate, (synthes ltd., paoli, pa,USA) and radial locking plate (synthes ltd., paoli, pa,USA). In certain cases with metaphyseal comminution, injectable bone graft substitutes were used to fill osseous defect. All implants were still implanted at the time of follow-up. Fracture union was achieved in all patients postoperatively. However, the following complications were observed in the patients below: one (1) patient was treated operatively with both dorsal locking compression plate and radial locking compression plate. Patient complained of extensor tendon irritation . All the implants were removed. One (1) patient was treated operatively with both dorsal locking compression plate and radial locking compression plate. Patient complained of extensor tendon irritation. Patient had uncomfortable sensation when playing volleyball and was advised to remove the radial styloid locking plate. This report is for unknown locking compression plate this is report 1 of 1 for (B)(4).